Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in-clinic with episodes of pptwo on the ventricular lead. The patient did not experience therapy during the oversensing. The oversensing was noted via merlin.net transmission. Programming changes were recommended. The patient was reported to have shortness of breath. The np changed medication. Programming changes were made.